Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the event log file captured power cable disconnect, low power hazard, and no external power while connected to the mobile power unit (mpu) on (B)(6) 2025 at 0228. This event was caused by the power to the mpu being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event while connected to the heartmate mobile power unit (mpu) was confirmed via the submitted log files. On 27may2025 from 07:28:37-07:29:18, the log file captured active no external power alarms while connected to the mpu due to the relative state of charge (rsoc) voltage on both power cables decreasing to ~0v in 4 seconds. The alarms resolved when power was restored to white power cable. The backup battery supported the system without issue during this event. The no external power event did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the serial number of the mpu in use at the time of the reported event, if a v-lock connector was on the ac power cord, if the ac power cord came loose at the wall outlet or the back of the unit, if there were any environmental circumstances that would, have affected ac power at the time of the reported event, if the mpu was exchanged or if the mpu will be returning; however, no additional information has been provided and to date, no product has been received. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit (mpu) not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.